Manufacturer narrative:
(B)(4). The device was not returned for investigation. The return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices are tested to verify the functionality of the device. Based on the information received with the reported event and without the product to examine, a definitive cause for the reported experience could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician in-training in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, after the sutures were deployed, pulsatile flow was noted and manual pressure was held to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.